Manufacturer narrative:
This report is based on information provided by a philips remote application specialist and a remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the 12 lead was not working. Remote support was provided where it was determined that a follow up was required. The customer tried new electrodes and cables. Bench repair was cancelled due to site support and re-training. During the onsite visit the device software was upgraded from 7.30 to 7.34. The issue was resolved after re-training the customer and suitable configuration settings advised. The device remained at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem not confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the 12 lead is not working. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.